Event description:
Event description guidant received information that during an implant procedure the patient died. The physician was unable to gain capture with the 4087 model lead, he had tried mapping all over the ventricle without success. Additionally, the lead caught on the valve several times. Then the 4457 model lead was attempted and capture was not obtained. This 4457 lead may have became stuck in the atrium and suddenly the patient required cardiopulmonary resuscitation. The patient's blood pressure dropped and a thoracotomy was performed.